Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, clinical symptoms retroperitoneal hemorrhage, the cause of the injury was not determined due to insufficient clinical details. Access site adverse event hematoma, major bleed, the pump was not returned for investigation. Data log review was not required for this case run. The cause of the access site bleeding issue was not determined, as the pump was not returned for investigation and sufficient clinical information was not provided. Device in wrong position: pump was not returned for investigation. Data log review was not required for this case run. The cause of the positioning issue was not determined, as the pump was not returned for investigation and sufficient clinical information was not provided. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
Patient-specific information a6: race is unknown. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows for the impella cp with smartassist system: section: general patient care considerations - ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer - ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events - ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs). While on the unit, a ¿slight¿ hematoma was noted and managed with pressure and femostop. However, the hematoma and bleeding worsened. The patient was taken to the catheterization lab for the percutaneous coronary intervention (patient was a surgical turn down for coronary artery bypass graft surgery) with the intent to leave in the impella cp device. Successful thrombectomy of the right coronary artery was completed. The physician utilized the side closure technique to attempt to minimize the hematoma and bleeding and replaced the repositioning sheath. The patient was returned to the unit on the impella mcs. However, the bleeding continued, and a retroperitoneal bleed was suspected. Additionally, an alarm triggered for the impella in the ventricle, and the support level was reduced to p-2. The patient was brought back to the catheterization lab to remove the impella cp device, repair the site and placed the patient on venoarterial extracorporeal membrane oxygenation. The patient received ¿multiple¿ transfusions. Survival at explant and the outcome of the patient because of the event were unnoted. However, there was no report or indication of a demise outcome.